Event description:
It was reported that an alert for post-paced t-wave oversensing (pptwos) was detected on the device. Device reprogramming was made to resolve the over-sensing. There were no adverse health consequences to the patient.